Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous middle right coronary artery (rca) artery. The physician advanced the 32mmx3.50mm taxus element stent delivery system (sds) and was unable to cross the lesion. Upon removal stent damage was noted plain old balloon angioplasty (poba) was performed. The procedure was completed with a different non-bsc device. No patient complications were reported and the patient's status was good.